Event description:
It was reported that the patient called the hospital due to a system controller fault alarm on their system controller. The patient was unable to exchange the system controller due to stress, so an emergency team did it for them at their home. The alarm then resolved. There were no adverse events due to the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a3 - patient gender: corrected. Manufacturer's investigation conclusion: the reported event of system controller internal fault alarm was confirmed via the submitted log files but was not reproduced during evaluation of the returned system controller. On (B)(6) 2025 at 16:50:18, the log file captured controller internal fault alarms due to backup battery test circuit faults. The backup battery test circuit faults activated due to the unloaded voltage exceeding the alarm threshold. The controller internal fault alarm was active until the system controller was shut down at 18:04:27. The controller internal fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The retuned system controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. No atypical alarms were produced during testing. The provided information indicated the patient attempted to exchange the system controller, but due to stress, was unable to successfully complete the exchange. The system controller was then successfully exchanged shortly after by an emergency team and the alarms resolved. A root cause for the reported event was not conclusively determined through this analysis. The investigation also noted in the log file that there were backup battery fault alarm due to backup battery memory tag faults the device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve system controller internal fault and backup battery fault alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.